Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that safety shield for the needle of the bd eclipse¿ blood collection needle with luer adapter, had detached and did not protect the needle. There was no report of injury or medical intervention.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7095532, medical device expiration date: 4/30/2022, device manufacture date: 4/5/2017. Medical device lot #: 7095533, medical device expiration date: 4/30/20022, device manufacture date: 4/5/2017. Investigation summary: a review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. The investigation is still in progress and, when completed, the investigation summary will be updated. Conclusion: an absolute root cause for this incident cannot be determined. Bd has initiated CAPA (B)(4) to document further investigation and root cause(s) of this product issue.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for hub/collar separation with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation through CAPA (B)(4). As a result, corrective actions have been established and are in the process of being implemented. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for hub/collar separation with the incident lot was not observed. Further investigation activities have been conducted relating to this product issue and the most likely root cause has been identified. As a result, corrective actions and procedures are being implemented to mitigate further occurrences. Root cause description: CAPA (B)(4) was conducted to document further investigation and root cause analysis relating to this product issue. The investigation has identified the most likely root causes and corrective actions are in the process of being implemented.